Event description:
Boston scientific received information that a 'red alert' was detected due to high out of range pacing impedances associated with this implantable cardioverter defibrillator (ICD). Analysis if this event by technical services suggested that this could be a lead issue or a connection issue and a patient follow up was recommended. No adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
Upon additional information this event will be updated.

Event description:
Additional information provided confirmed that the right ventricular (rv) lead is a bsc lead and patient follow up has been scheduled with no additional changes at this time. Should additional information become available this event will be updated.

Manufacturer narrative:
At the most recent follow up noise was noted on the ventricular channel. Lead impedances were once again out of range > 2000 ohms. An x-ray did not reveal a connection issue. A lead issue was suspected. Technical services analysis of the noise episode was requested by the physician. At this time the system remains implanted. Should additional information become available this event will be updated.

Manufacturer narrative:
A revision procedure took place and it was noted that the lead was not connected to the device header properly. The rv lead was reconnected and measurements appeared normal and within normal range. A lead fracture was not confirmed. The physician decided to leave the rv lead implanted with this device. No adverse patient effects were reported.